Event description:
During a tf tvr procedure, extremely high forces were encountered during insertion of a 23mm sapien xt on novaflex+ system through the 18f esheath. During deployment of the sapien xt across the annulus, the system shifted ventricular. The system was adjusted and the valve landed 50/50 in the aortic annulus. During wire retrieval, it appeared that the valve moved towards the left ventricle. While recrossing the sapien xt with a wire and catheter combination, the valve migrated into the left ventricle. A second 23mm sapien xt and nova flex+ delivery system was prepared and inserted through the 18 f esheath. Again, extremely high insertion forces were encountered in the left external iliac artery region. During deployment of the second sapien xt, the system again shifted ventricular. The system was adjusted and the second valve landed 30/70 aortic/ventricular. It was noted on echo that the patient developed severe mitral regurgitation. The mitral apparatus appeared damaged, perhaps by the guide wire, necessitating conversion to open heart surgery to replace the mitral valve. At this time, the embolized sapien xt was removed from the left ventricle. At the end of surgery, the patient was in stable condition and transported to recovery. The echo findings across the second sapien xt were trace aortic insufficiency and paravalvular leak. It is believed the forward migration of the novaflex+ and sapien xt during deployment was caused by stored tension in the system due to the extreme insertion forces necessary to move the system through the patient's left external iliac artery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, it is possible that stored tension in the system caused by the extreme insertion forces necessary to move the system through the patient's left external iliac artery, contributed to the ventricular movement of the system and subsequent embolization of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.